Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the high resolution stereo viewer (hrsv) to resolve the issue. The system was tested and was ready for use. A return material authorization (RMA) was issued to evaluate the hrsv. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the right eye in surgeon side console (ssc) 1 was black. An intuitive surgical, inc. (Isi) technical support engineer (tse) requested them to swap the blue fiber cable (bfc) between the two sscs and the error did not follow. The bfc was already cleaned and reseated a few times, and the system was already power cycled. The issue remained the same for the ssc 1. The site indicated that they would proceed with only ssc 2 for now. The procedure was completed with no report of patient harm. Isi followed up with the initial reporter and obtained additional information: the system functionality was checked after booting the system and it booted up without any errors.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the high-resolution stereo viewer (hrsv)) to perform failure analysis. The hrsv was installed onto the test system, and it was noticed upon startup that the video feed coming from the reported hrsv was completely dead. The right-side vision was black. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.